Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead could not be placed during implant procedure. It was stated that a future procedure to place an epicardial lv lead was likely. Attempts for additional information were unsuccessful. The patient is a participant in the wrap it study. No patient complications have been reported as a result of this event.